Event description:
On (B)(6) 2025, the beta bionics ilet user's caregiver reported repeated elevated blood glucose overnight, with the most recent high reaching approximately 400 mg/dl. Levels remained elevated for about three hours before correction brought values back into range. The caregiver reported that highs typically last a couple of hours before the ilet delivers corrective insulin. No device leaks or malfunctions were reported. The ilet alerted for high blood glucose. No medical intervention or outside assistance was required, and the patient did not experience any symptoms. The patient was using a 23" teflon infusion set.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.